Event description:
The customer reported that the 9800 system had no image after fluoroscoping. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system had white image on soft tissue and dark image on bone. The video controller was replaced during the service call.